Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that far r wave oversensing leading to inappropriate mode switching was observed on the pacemaker. Programming changes were to be made at a later date. The patient was being observed remotely. There were no patient consequences.